Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with a different device. There were no patient complications nor inujuries reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: f/g,promus element plus,mr,ous 3.00x24mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified.